Manufacturer narrative:
The device was subject to an on-site check by a dräger engineer after the first incident. The log file contained numerous entries generated by the display processor that had detected an error in the processing of sw routines. This has nothing to do with the reported ventilator failure but unfortunately, the specific error condition generates an error message every few milliseconds. The log file has a limited storage space; older entries are overwritten with newer ones - this resulted in the situation that the error codes which may have pointed to the root cause for the ventilator failure were overwritten already ¿ it could not be determined what has led to shut down of the ventilation. The fse reinstalled the sw to remedy the issue with the display processor, and since the device passed a consecutive pre-use check w/o deviations, the workstation was returned to use. Due to the recurrence of the issue the specific nature of the underlying condition could be revealed during the next service dispatch ¿ the repeated ventilator failure is related to wear-and-tear of the carbon brushes of the motor; intermittent contact losses during motor rotation causes speed fluctuations since the motor does not provide mechanical power in these moments. The failure occurs sporadically first and can be remedied by rebooting until it becomes persistent ¿ rebooting lets the motor start from a different position. If the supervisor function of the sw detects speed deviations of the ventilator motor, a shut-down of automatic ventilation will be forced which confirms the reported observation. The safety concept can be explained as follows: speed fluctuations of the motor may result in a deviation between actually reached and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. The design of the workstation allows further manual ventilation via the built-in breathing bag including gas dosage; the monitoring functions remain unaffected from a ventilator failure. The device is 10 years old - effects of wear and tear after such period of use are not unusual. The motor had been replaced; the device was returned to use afterwards.

Event description:
It was reported that the device suddenly stopped automatic ventilation during surgery. The patient was reportedly transferred to another or immediately. No health consequences have reportedly occurred. Remark: the device was involved in another 3 events occurring within the next days (dräger reference numbers (B)(4)). Although being the first event in the row, dräger has received an ufr for this case later than the other reports.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly stopped automatic ventilation during surgery. The patient was reportedly transferred to another or immediately, no health consequences have reportedly occurred. Remark: the device was involved in another 3 events occurring within the next days (dräger reference numbers (B)(4)). Although being the first event in the row, dräger has received an ufr for this case later than the other reports.